Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 02-oct-2023. The most recent information was received on 02-oct-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("right-sided back pain") in a 46 year-old female patient who had essure inserted (lot no. C68121). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, she experienced back pain (seriousness criterion intervention required), asthenia ("chronic and persistent asthenia"), hypothyroidism ("development of hypothyroidism"), acute sinusitis ("otorhinolaryngology impairment (acute sinusitis, migraine, aphonia)"), migraine ("otorhinolaryngology impairment (acute sinusitis, migraine, aphonia)") and aphonia ("otorhinolaryngology impairment (acute sinusitis, migraine, aphonia)"). Essure was removed on (B)(6) 2023. The patient was treated with levothyrox (levothyroxine sodium) as well as surgery (essure removal by laparoscopy (salpingectomy and uterine cornuectomy)). No causality assessment was received for essure with regard to back pain, asthenia, hypothyroidism, acute sinusitis, migraine or aphonia. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 80 kg. Patient¿s current status: to remove the essure devices, I had to undergo an anatomical amputation by laparoscopy (salpingectomy and uterine cornuectomy) since it is impossible to remove them without material damage (the device breaks and releases even more heavy metals) or damage to my organs (fallopian tubes and uterus, since they are positioned between the two organs). For convalescence, I had 15 days off work. The following amendment was made: health authority reference number was provided for this case. No new follow-up information was received from the reporter. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4) on (B)(6) 2023. The most recent information was received on (B)(6) 2023. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("right-sided back pain") in a 46 year-old female patient who had essure inserted (lot no. C68121). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015 she experienced back pain (seriousness criterion intervention required), asthenia ("chronic and persistent asthenia"), hypothyroidism ("development of hypothyroidism"), acute sinusitis ("otorhinolaryngology impairment (acute sinusitis, migraine, aphonia)"), migraine ("otorhinolaryngology impairment (acute sinusitis, migraine, aphonia)") and aphonia ("otorhinolaryngology impairment (acute sinusitis, migraine, aphonia)"). Essure was removed on (B)(6) 2023. The patient was treated with levothyrox (levothyroxine sodium) as well as surgery (essure removal by laparoscopy (salpingectomy and uterine cornuectomy)). No causality assessment was received for essure with regard to back pain, asthenia, hypothyroidism, acute sinusitis, migraine or aphonia. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 80 kg. Batch noc68121production date2014-06-19expiration date2017-06-30. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 26-oct-2023: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on 02-oct-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("right-sided back pain") in a 46 year-old female patient who had essure inserted (lot no. C68121). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015 she experienced back pain (seriousness criterion intervention required), asthenia ("chronic and persistent asthenia"), hypothyroidism ("development of hypothyroidism"), acute sinusitis ("otorhinolaryngology impairment (acute sinusitis, migraine, aphonia)"), migraine ("otorhinolaryngology impairment (acute sinusitis, migraine, aphonia)") and aphonia ("otorhinolaryngology impairment (acute sinusitis, migraine, aphonia)"). Essure was removed on (B)(6) 2023. The patient was treated with levothyrox (levothyroxine sodium) as well as surgery (essure removal by laparoscopy (salpingectomy and uterine cornuectomy)). No causality assessment was received for essure with regard to back pain, asthenia, hypothyroidism, acute sinusitis, migraine or aphonia. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 80 kg. Patient¿s current status: to remove the essure devices, I had to undergo an anatomical amputation by laparoscopy (salpingectomy and uterine cornuectomy) since it is impossible to remove them without material damage (the device breaks and releases even more heavy metals ) or damage to my organs (fallopian tubes and uterus, since they are positioned between the two organs). For convalescence, I had 15 days off work. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.